Event description:
The dialyzer was noted to be leaking blood. This is possibly a manufacturing problem or it was dropped and damaged, they are not sure. This event did not cause harm to the pt and the potential for injury is almost nil. This is due to the pressure in the dialyzer forcing blood out and not in. It came out of a sterile wrapper. It was saved and then apparently discarded. It is part of the set up that goes on a dialysis machine.